Event description:
Boston scientific crm received information that this lead exhibited higher than expected impedance measurements. No adverse patient effects were reported and a revision planned.

Manufacturer narrative:
X-ray imaging noted a lead integrity anomaly; however, additional information from the field representative was unable to verify a lead fracture. The chronic rv lead was surgically abandoned with no adverse effects reported.